Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H3 other text: device not returned.

Event description:
It was reported, that the wake button was sticking. There was no impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.